Manufacturer narrative:
The b section event date was listed as "24-mar-2022". However, the actual event date could not be confirmed, therefore the event date was listed as the manufacture date as the event could have only occurred after manufacture. The product investigation was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection, carto 3, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A carto 3 test was performed, and the device was visualized and recognized correctly, the deflection features were used and no issues were detected. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record evaluation was performed for the finished device number: 50000118 and no internal action was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
One carto vizigo¿ 8.5f bi-directional guiding sheath - medium was received by the bwi product analysis lab on 5-aug-2022 with no accompanying information, and was processed on 19-aug-2022. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to bwi. However, visual analysis revealed that the hemostatic valve was dislodged inside the hub component. As a result, this will be reported to FDA. Hemostatic valve separation is MDR-reportable.